Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice was not interrogated prior to implant. After a routine implant, upon interrogation, power-on rreset values were obtained but with dashes (---) for several parameters. No programming was possible with the dashes present.